Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 6 infusion set was fell off during use from 07-jan-2024 and on 17-apr-2024. The infusion set was in use for 1-2 days. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1879782 - device 4 of 6.